Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported device fluid loss cannot be established as the product is not available for analysis. Device history record (DHR): the DHR confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the artificial urinary sphincter instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient implanted with this artificial urinary sphincter (aus) underwent a revision surgery as the device suddenly stopped working, leading to urinary incontinence. During the procedure, the pressure-regulating balloon (prb) was noted to be empty and a tube hole was identified. The existing prb and cuff were removed and replaced. The new system was working as expected, which was verified via flexible cystoscopy. No additional patient complications were reported.